Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had activated a pod the cannula did not deploy and the pods pink slide had not moved forward. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device completed the priming sequence in an expected number of pulses, but corrosion on the top battery caused an intermittent electrical discontinuity that caused timeouts and a drive stall, ultimately preventing the device from deploying by the end of the priming sequence. Corrosion was also observed on the battery clips and middle battery. The corrosion on the battery clips and middle battery resulted in the low voltages observed on the bottom and middle batteries.